Event description:
The customer reported that the device ready for use indicator displayed a red x. The operational check test was run, which passed and cleared the red x condition. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device ready for use indicator displayed a red x. The op check test was run, which passed and cleared the red x condition. There was no reported pt involvement. A philips 3rd party field service engineer evaluated the device. He found that the device passed opcheck and was capable of delivering therapy. He found pacer errors in the device error log. The therapy pca was replaced to resolve the failure. After passing all performance assurance tests the device was returned to the customer.